Event description:
Event description boston scientific crm received information that this patient felt ill and passed out while walking through a casino ten days ago, and syncope was confirmed. It was noted that this pacemaker is included in the insignia microcrystal failure mode 2 advisory ((B)(4) 2005). A thorough device evaluation was performed with no observed anomalies, no evidence of resets, no stored episodes, and no oversensing or inhibition of pacing was noted. Isometrics and pocket manipulation were unremarkable. The vt detect rate and atr features were decreased, and the physician initially believed the syncope may be related to a blood pressure (bp) change. The patient was anxious and preferred a device replacement; however the physician felt it to be unnecessary and discussed the risks. The next day, another device evaluation was performed.

Manufacturer narrative:
Following the second evaluation, the syncope was not confirmed to be either device involvement or patient related, as the bp was normal. There were no vt or af recorded, and a histogram showed some sensed ventricular activity in the 100-110 range. A replacement is not planned and the patient will be monitored. The physician noticed a different paced morphology from originally recorded 12 lead electrograms (ECG's) and performed positional 12 lead electrocardiogram EKG's and asked the field to perform ventricular positioning, and the threshold/impedance tests to r/o lead instability. No variation in EKG or threshold/ impedance tests was noted. A chest x-ray was performed and was unremarkable for lead dislodgement or fracture. A CT scan is being considered for a more detailed look at lead position and lead contact. The device was electively explanted over five years later and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device revealed the header was loose, this may have occurred at explant; x-ray confirmed there were no fractures. Telemetry operations were normal. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. There was no evidence of any advisory issues found in the memory or operation of the device. The field observation was not confirmed.